Event description:
During an abdominal hysterectomy. A straight heaney instrument tip broke off inside the patient. Two pieces broke. Both pieces accounted for and verified by both surgeons performing procedures.